Manufacturer narrative:
(B)(4). Concomitant medical products: maxim dcm pop-top tibial cr bearing, cat#: rd145860, lot# 683760; bmet arcom ap pat w/wire 31mm, cat#: 11-150826, lot# 269580. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10908, 0001825034 - 2017 - 10909. The follow-up report is being submitted to relay correction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: maxim primary femoral component, cat#: 140034, lot# 351890; bmet arcom ap pat w/wire 31mm, cat#: 11-150826, lot# 269580. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10908, 0001825034 - 2017 - 10909.

Event description:
It was reported that the patient was revised nine years after initial left knee procedure due to unknown reason. Two month later patient underwent second revision due to unknown reason.